Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 medical device problem code.

Manufacturer narrative:
Updated fields - b1, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b4, b5, d4 lot number, catalog, version/model number should be empty since it's unknown, h6 medical device problem code it was reported that during use, the intra-aortic balloon pump (iabp) displays alarms low - correct amount of helium - gas loss in the circuit - increased amount of gas in the circuit - conf. Batteries. The probable cause of the errors was a leak in the patient circuit (balloon) or strong electromagnetic interference. No harm. Checked the pim system for the presence of blood - no contamination found. Error log analysis - 'gas loss' and 'gas gain' alarms indicating a leak in the patient circuit. Functional and leak tests - correct. Operational tests - correct. No damage to the device was found - the probable cause of the errors was a leak in the patient circuit (balloon) or strong electromagnetic interference. The device is functional.

Event description:
It was reported that during use, the intra-aortic balloon pump (iabp) displays alarms low - correct amount of helium - gas loss in the circuit - increased amount of gas in the circuit - conf. Batteries. The probable cause of the errors was a leak in the patient circuit (balloon) or strong electromagnetic interference. No harm.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID#: (B)(4).

Event description:
It was reported that during use, the intra-aortic balloon pump (iabp) displays alarms low - correct amount of helium - gas loss in the circuit - increased amount of gas in the circuit - conf. Batteries. The probable cause of the errors was a leak in the patient circuit (balloon) or strong electromagnetic interference.